Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle was detached from the thread during skin closure. The wound was being closed at the end of a laparoscopic appendicectomy. Minimal delay occured due to there was another suture in theatre. There was no harm to the patient.